Event description:
The customer reported that the system displayed a "bad input signal" error message that prevented the system from booting up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system software was reloaded, and the general purpose operating system, real time operating system and display adapter board were reseated. The system was then found to be operating as intended.